Event description:
Info received indicates the caster continues to swivel if the stretcher is pushed on from the side.

Manufacturer narrative:
The technician found the brake caster was worn. He replaced the brake caster to repair the stretcher.